Event description:
It was reported that the procedure was to place a lead in the coronary sinus. A 300 cm whisper ms guide wire was placed in the coronary sinus without resistance. A non-abbott lead was placed over the guide wire and the guide wire was removed without resistance. Outside the anatomy it was observed that the distal end of the guide wire was missing. The separated portion was found in a branch of the coronary sinus. Multiple attempts were made to retrieve the guide wire using snare devices; however, it could not be removed from the branch vein. A repeat venogram was performed which showed thrombosis in the branch where the guide wire tip was located. The tip remains in the anatomy. The procedure was successfully completed by using a new 190 cm whisper guide wire and new lead in a different vessel in the coronary sinus. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction-it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. It was reported that the procedure to place a lead in the coronary sinus, it should be noted that the hi-torque whisper instruction for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Concomitant products: other: medtronic attain command catheter, medtronic 4396 lv lead. (B)(4) - indication for use. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.